Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient is no longer responding to sound with the device on the left side. There is no report of any falls, trauma, change in health or ear infections. Re-implantation will take place in (B)(6) 2018.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient is no longer responding to sound with the device on the left side. A change was not noticed by the parents as the recipient is bilateral and never uses the left side alone. External processor was checked and it is working fine. There is no report of any falls, trauma, change in health or ear infections. Recipient was successfully re-implanted.